Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The cusa excel 36khz handpiece (c2602) was returned to service & repair as it was a loaner handpiece. When tested by the integra technician, the device overheated. There was no patient involvement.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece was overheated due to the transducer failure. A new transducer and housing assembly were replaced. The handpiece was retested and passed all test to manufacturer's specification. Root cause - the root cause was confirmed as transducer delamination as a result of transducer braze degrading in the field. Corrective action was raised specific to 36khz handpiece c2602 and transducers and is pending implementation. We recommend replacing transducer, housing and o-ring's. For further information relating to the handpiece please consult the: excel handpiece IFU available online at integra.com.

Event description:
N/a